Manufacturer narrative:
(B)(4). Method: no product returned. Result: record evaluation completed. Product met all release criteria. Conclusion: user error may have contributed to alleged event. Itc has requested all data required for form 3500a.

Event description:
Healthcare professional reports end user sustained an injury while using hemochron control act test tube. The nurse was running lqc for the hemochron response when she sustained a needlestick injury. No report of serious injury, or administration of medical treatment. Medical safety data sheet provided to customer.